Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Eight years have passed from the time the device was manufactured. It is likely that the circuit board deteriorated and caused the malfunction that disabled the serial digital interface (sdi1) output.

Event description:
Per customer's response, the procedure was completed using the same device without interruption. No additional information was provided.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The customer¿s report was confirmed. A printed circuit board failure was found at the time of evaluation of the customer's returned asset. Additionally, a software upgrade was recommended. Requests for additional information to garner details regarding this issue have been emailed to the customer without reply. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer contacted olympus to report the back of the processor sdi port 1 was bad on the evis exera iii video system center. This issue was first noticed during a procedure. During evaluation of the customer's returned device, a printed circuit board failure was found. This report is being submitted for the printed circuit board failure found at evaluation. There was no patient/user injury or harm reported to olympus.